Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed for partial clip movement, that required intervention. It was reported that on (B)(6) 2022, a patient presented with grade 4+ degenerative mitral regurgitation, prolapse on a2 flap, calcium at the base of the posterior flap near the annulus, and thinning of the posterior leaflet. There were some difficulties with echo imaging. The first clip, an xtw, was placed in the central part of the mitral valve on a2-p2. The clip passed first and second efaa. After verifying insertion of the leaflets, the clip was implanted. It was decided to insert a second clip to further reduce the residual mr. After preparation of the second clip, while the device was being inserted, the ultrasound images displayed a partial detachment of the xtw (first clip). Consequently, the mr increased. The procedure continued and the second clip was inserted in the a2-p2 position, lateral to the first clip in effort to stabilize the partial detachment and movement. The second clip grasped successfully, and after checking insertion of the leaflets, passing both efaas, the clip was deployed. The procedure ended with a final 4+ mr. There were no adverse consequences to the patient or clinically significant delay. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, the reported migration (partial clip movement) appears to be related to patient conditions. The reported image resolution was difficult to visualize the clip due to a bad echo window of the patient. The mitral regurgitation (mr) appears to be resulted migration. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.